Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: urological applications. Adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). Two hundred thirty-nine (239) adverse events were reported over a five-year period by 154 patients from a group of 382 patients participating in a multicenter evaluation of contigen implant. The incidence for all adverse events reported in the multicenter evaluation potentially related to treatment with contigen implant are listed in the following table. Adverse events (n=239) reported during a multicenter evaluation of 382 patients treated with contigen implant treatment non-treatment related events patients events patients adverse event n (%) n (%) n (%) n (%) urinary retention 36 (15) 31 (8) 2 (1) 1 (<1), urinary tract infection 14 (6) 14 (4) 92 (38) 63 (16), hematuria 8 (3) 8 (2) 0 0, injection site injury 5 (2) 5 (1) 0 0, urinary outlet obstruction 2 (1) 2 (<1) 5 (2) 4 (1), accidental injury, urinary 3 (1) 3 (1) 0 0, pain at injection site 3 (1) 3 (1) 0 0, balanitis 1 (<1) 1 (<1) 4 (2) 3 (1), urinary urgency 1 (<1) 1 (<1) 1 (<1) 1 (<1), urethritis 1 (<1) 1 (<1) 0 0, epididymitis 1 (<1) 1 (<1) 0 0, bladder spasm 1 (<1) 1 (<1) 0 0, abscess injection site 1 (<1) 1 (<1) 0 0, vaginitis 1 (<1) 1 (<1) 0 0, application site reaction 0 0 1 (<1) 1 (<1), vesico-vaginal fistula 0 0 1 (<1) 1 (<1), in the clinical, evaluation of contigen implant, two of the 78 treatment related events (one event of urinary retention and one para-urethral abscess) were the result of local hypersensitivity reactions to contigen implant. In each case, the problem resolved within one month without loss of effectiveness. Urinary tract infection occurred in approximately 20% of treated patients. Urinary tract infection occurred most frequently in female patients and generally was not related to treatment. Generally, these infections resolved with appropriate antibiotic therapy and without sequelae. Urinary retention thought to result from overcorrection with contigen implant occurred in approximately 9% of patients and generally was managed with clean intermittent catheterization. Urethritis and bladder outlet obstruction occurred in approximately 2% of treated patients, and less than 2% of male patients experienced balanitis. In the clinical evaluation, approximately 7% of patients treated experienced transient worsened incontinence (1-6 months), and approximately 3% of patients treated experienced worsened incontinence which did not improve during study participation. Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2% of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, post-procedure hematuria occurred in approximately 2% of treated patients. The patient should be told to report increasing discomfort or swelling to the physician. Summary of other applications (dermal) in dermal applications, sensitization reactions to injectable collagen implants have occurred in 1-2% of treated patients. Most reactions have been of a hypersensitivity nature and have consisted of erythema, swelling, induration and/or urticaria at implantation sites. Often these reactions have occurred following an unrecognized or unreported positive collagen skin test. On rare occasions, abscess formation has occurred at collagen implantation sites. In some cases these reactions have been associated with elevated titers of anti-bovine collagen antibodies, and reactions can be multiple or recurrent. These reactions develop weeks to months following injections and may result in induration and/or scar formation. Most of the remaining responses occurred in patients who became sensitized to collagen implants at some point during their course of treatment. In dermal applications of injectable collagens, allergic reactions typically persist between one and nine months, with an average duration of four months. These reactions may be intermittent or continuous in nature. In rare instances, reactions have resolved in one or two weeks, or have persisted for more than one year. Although several forms of therapy (antihistamines, nsaids, oral, topical, and intralesional steroids) have been tried, usually they resulted in only temporary improvement. In most cases, time has proven to be the determining factor in the resolution of these reactions. In rare instances, patients have been left with residual firmness at the site of a resolved adverse reaction. Systemic complaints have been reported in less than 1% of patients receiving injectable collagen implants. During clinical testing and subsequent monitoring of patient complaints following exposure to injectable crosslinked collagen implants in dermal applications, a variety of systemic complaints were reported. These reports included: flu-like symptoms (fever, headache, myalgia, neuralgia, nausea, malaise, or dizziness); pruritus; rash; transient visual disturbances including blurred vision; tingling and numbness; transient polyarthralgia; and various systemic diseases including immune-mediated diseases, such as rheumatoid arthritis, systemic lupus erythematosus, pm/dm, and scleroderma. Rare anaphylactoid responses have been reported, including acute episodes of hypotension, difficulty in breathing, tightness in chest, and/or shortness of breath. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
This complaint is being opened in association with the alleged event filed by the patient's attorney in (B)(4). There have been no allegations of deficiency or serious injury against this device. This device is listed in the patient's medical records. Per additional information received, the patient has experienced nocturia, night time urgency and frequency urine leakage with activity, cystocele (prolapse), rectocele, yeast infection (fungal infection), vaginal itching, erythema, raised, indurated, tender at site of collagen test injection on left forearm, recurrent stress and urge urinary incontinence, urinary frequency, urinary urgency, hot flashes, vaginal atrophy and atrophic vaginitis (inflammation), overactive bladder, cystitis, mid-back pain, intrinsic sphincter deficiency, incontinence without sensory awareness, depression, generalized muscle weakness, pelvic muscle wasting, fatigue, weight gain (weight fluctuations), diarrhea, constipation, bowel movement changes, abdominal pain, impaired memory and concentration, night sweats, hot flashes, back pain, headaches, sleep disturbances, post-menopausal bleeding, and required additional surgical and non-surgical interventions.